Event description:
Pt has an artificial lower limb. At the time of an MRI this was known, per usual process the limb was removed in the MRI room and reapplied when the pt left. After leaving she realized the knee component was not functioning normally. Turns out, it had electrical components that were damaged by the MRI magnet. This was not known by the pt and is not on the shellock list of non compatible devices. We have notified other (B)(6) locations and dr (B)(6) of this risk. Leg will need to be repaired.